Manufacturer narrative:
Investigation summary: it was reported that a female patient underwent a left sided ablation procedure for atrial flutter with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase, the anesthesiologist noted a slight but relatively stable decline in the patient blood pressure. Using intracardiac echo (ice), no effusion was noted. After the procedure, the physician noted on ice that a cardiac tamponade was confirmed. Pericardiocentesis was performed to remove about 300-400cc of fluid from the pericardium. The fluid removed was reinserted to the patient via cell salvage. The patient was reported to be in stable condition after pericardial drainage. Extended hospitalization was required as a result of the adverse event, a pericardial drainage was left in situ and the patient stayed in hospital over the weekend for observation purposes. Patient¿s outcome is improved. The biosense webster, inc. Product analysis lab received the device for evaluation on december 11, 2018. The analysis has completed on december 19, 2018. The device was visually inspected, and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested, and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed, and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Additional information was received on december 20, 2018 which provided two additional concomitant products. Concomitant products: biosense webster, inc. Product - webster cs catheter with auto ID technology, catalog #: unknown, lot #: 30096193m. Biosense webster, inc. Product - lasso® nav eco variable catheter, catalog #: unknown, lot #: 30111995l . Manufacturer's reference # (B)(4).

Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation on 12/11/2018. Therefore, populated device available for evaluation?, is device returned to manufacturer? And date device returned to manufacturer. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 30079927l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: 1. Non-biosense webster, inc. Product - cook medical transseptal needle; 2. Non-biosense webster, inc. Product - merit medical 8.5 fr sheath; 3. Biosense webster, inc. Product - carto® 3, u.s. Catalog #: unknown, serial #: unknown. Manufacturer's reference # (B)(4).

Event description:
It was reported that a female patient underwent a left sided ablation procedure for atrial flutter with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase, the anesthesiologist noted a slight but relatively stable decline in the patient blood pressure. Using intracardiac echo (ice), no effusion was noted. After the procedure, the physician noted on ice that a cardiac tamponade was confirmed. Pericardiocentesis was performed to remove about 300-400cc of fluid from the pericardium. The fluid removed was reinserted to the patient via cell salvage. The patient was reported to be in stable condition after pericardial drainage. Extended hospitalization was required as a result of the adverse event, a pericardial drainage was left in situ and the patient stayed in hospital over the weekend for observation purposes. Patient¿s outcome is improved. Physician¿s opinion regarding the cause of the adverse event is that it occurred due to a cardiac perforation, it is unknown at this time if the bwi catheter was responsible of the event. No error messages were observed on any bwi equipment during the procedure. Transseptal puncture was performed with a cook medical transseptal needle and a merit medical 8.5 fr sheath. The generator was in power control mode at 30 watts with a temperature cut-off of 45 degrees celsius. The power did not titrate during the ablation. The flow setting was set to 8ml/min. The patient received anticoagulant (unspecified) during the procedure with an activated clotting time (act) of 300-350 seconds. The catheter was not in close proximity to another catheter and it was zeroed after the initial warm-up phase post catheter connection to the carto 3 piu. The carto 3 system did not indicate to re-zero the catheter.